Event description:
The pt received the scs system on (B)(6) 2009. It has been reported the pt is experiencing difficulty initiating a communication between the ipg and the pt programmer. The pt is able to locate the ipg using the charging system. In order to resolve the issue, a replacement pt programmer has been sent to the pt. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.